Event description:
According to the reporter, after two days of the device's usage, the patient had to be resuscitated due to dimensional issues. The healthcare professional stated that the new device's angle had a big difference from the old which was not suitable for some patients because of too high pressure to one side of the trachea. Performed manual ventilation and replacement of the tube.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.